Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3387-40, lot# j0211619v, implanted: (B)(6) 2002, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0216930v, implanted: (B)(6) 2002, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The friend or family member of the patient reported that the ¿wire¿ broke ¿about a year before the stimulator was replaced,¿ but they could not remember what year that was. It was stated that the healthcare provider (hcp) wanted to use a heart monitor because the patient's heart rate was low and their temperature was low with it "down to 90" so they turned both stimulators off. When both stimulators were off they expected the patient to have a return of symptoms such as shaking, but the patient did not shake like they normally would, with them not shaking since they were turned off 4 days prior date notified. Follow up information received from the hcp reported that the patient is scheduled immediately within 1-2 weeks. The patient's indication for implant is movement disorders. See related regulatory report 3004209178-2017-02584.